Event description:
Revision of gamma 3 lag screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. Device not returned.